Manufacturer narrative:
Product analysis: the stylus issue could not be confirmed. The stylus was replaced, the overlay was calibrated, and the overlay's connection to the printed circuit board (pcb) was re-seated, as a preventative. The broken handle was confirmed to be broken, and was replaced. The system fan was found to be noisy, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited an issue in the interaction of the stylus and display. It was further reported that the programmer had a broken handle. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.